Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The patient is having a lumbar MRI scan that is due to a problem with their device or therapy. The MRI is for a complication of the implanted electronic neurostimulator. The caller was unable to clarify what the complication is referring to. The caller stated that the patient said the stimulator does not work anymore so the patient is going to have the stimulator removed. The caller was unable to clarify it not working. The event date was noted to be two years ago. No further complications were reported/are anticipated.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has not used stimulation in a little over a year. The doctor suggested removing the ins. The patient is not using the device because they have the "hebbie jebbie's", and clarified to say that it is a nervous sensation in their body. The patient is taking medication for it and the stimulation makes it worse. The patient stated that the device has not helped their symptoms since implant in (B)(6) 2015. The patient reported that it was a nuisance to them since implant. The patient also stated that they are in bed a lot and the ins where it was located and gets pushed over when they lay on it since implant. The explant is not scheduled at this time and the patient will continue to work with their doctor. The patient stated that they will continue to work with their doctor to have the ins taken out. The patient stated that they will see their doctor at the end of the month. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.